Event description:
It was reported that the patient received inappropriate shocks due to nonphysiologic sensing. Pacing impedance bounced from 400 - 1500 ohms. Lead malfunction was also reported. The lead was explanted. Additional information was received in a (B) (6) alleging the patient suffered 'physical and other injury', and 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. It further alleged the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead 'failure' was also reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; full lead analyzed.